Manufacturer narrative:
The service engineer calibrated the touchscreen and the issue was resolved. No parts were replaced.

Event description:
The customer reported that the touchscreen was out of calibration. The device was in clinical use, and no user or patient harm was reported.